Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the proximal set up joint (psuj) on arm 3. System was tested and verified as ready for use. Isi did receive the psuj involved with this complaint to perform failure analysis, and the error was confirmed as having occurred in the field but not replicated in-house testing. The unit passed all tests upon testing. During the investigation, the unit was also found with voltage problems. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) incisional hernia surgical procedure, a recoverable fault appeared after an instrument exchange where the surgeon attempted to move the arm. An operating room (or) staff contacted technical support between the procedures to report the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and confirmed error 32100 appeared on armnet 3 proximal set up joint (psuj). Prior to calling in, the site performed a reboot with no change. The tse had the caller perform hard reboot and reposition arm 3 along the horizontal portion of the suj with no change. The customer elected to convert the procedure to another da vinci (dv) at another room due to the fault. There was known impact or patient consequence was reported.